Event description:
It was reported that during a gastric bypass procedure, while using the powered echelon, on the eighth firing with a green reload on gastric tissue (with buttressing material) a crunch was heard and the blade did not retract. The surgeon attempted to use the reverse button, but it did not work. The surgeon then tried to release the device by pulling the manual override lever, but it also did not release the device from the gastric tissue. Ultimately, the surgeon was able to remove the device by pulling it from the tissue. The surgeon inspected the staple line and it was report that it was ok, but it was then noticed that a yellow driver from the cartridge had fallen into the patient and was on stomach tissue. This piece was removed from the patient. At this point the surgeon decided to use an ec60a in order to fire medial to the previous firing, as he was not comfortable with the firing of the powered echelon. The ec60a was loaded with a green reload and buttressing material, and upon firing the device it was reported that the device stapled but did not cut and was also tough to fire. Finally, an ec60 was used and fired medial to the previous two firing and worked as expected to form the pouch. A leak test was performed and was negative. It was reported that the patient is fine at this time. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Eighth. If echelon, during which stroke did the event occur? Powered. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? Yes. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. What were the patient's pre-existing conditions? Obesity. How long has the surgeon been using this device for this procedure (in years)? First with powered, but ees user since 2006. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? None noted, but surgeon was not confident with staple line due to difficulty with device. Was the staple line incomplete or did it exceed the cut line? No.

Manufacturer narrative:
(B)(4). Additional information: jammed knife. The analysis found that one device was returned with the knife jammed and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g partially fired was loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. In addition, the cartridge deck was noted to be damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.